Event description:
During routine testing of the device at the service center, the quality engineer reported that the hematocrit saturation probe failed at start-up. Visual inspection found that the spring clip was broken. Since the event occurred during routine testing, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.